Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported deflation issue was confirmed. The reported difficult to remove could not be tested due to the condition of the return device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported deflation issue (failure) cannot be determined. The investigation determined the reported difficult to remove appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left main coronary artery that was mildly tortuous. After the multi-link stent was deployed, the balloon completely failed to deflate. It was managed to be slowly pulled out deflated as it had deflated enough to be removed from the stent safely. The delivery system was removed together with the sheath with no damage to the implanted stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.